Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no changes to patient condition or anticoagulation status. A computerized tomography (CT) scan was used as a diagnostic imaging. The device operated as expected. The death was not considered to be device related. The device will not be returned for evaluation.

Event description:
It was reported that the patient passed away. The patient presented with coma and found to have large intracranial bleed. The patient was seen at emergency department and neurosurgery, and determined to have very grim prognosis with surgical intervention offered. Family decided to withdraw care.